Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, insulin pump alarmed after battery change due to connector on interface board voltage leak. Insulin pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks beneath the reservoir compartment window, as well as a broken belt clip. The customer did not know the blood glucose reading. The caller was advised that the device be replaced. Nothing further reported.